Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: a review of the black box showed reboots on the date of the reported no power complaint. The black box showed the pump was in use for 48 hours beyond the date of power issue with no further power issues. No damage was found to the battery cap or battery compartment. The battery cap attached securely to the pump. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no power issues occurring. The battery cap measurements were within specifications. The pump was opened to find no damage to the power circuit.